Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: did any portion of the pouch fall into the patient? If yes, was it retrieved?

Event description:
It was reported that during a gallbladder procedure, while extracting the gallbladder from the abdomen the bag ripped. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.